Event description:
It was reported that the table locks did not actuate when the operator released the pedal, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without assistance (three float). The issue was reported to be intermittent. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the foot pedals were not properly aligned that intermittently sent a release signal to the table locks, causing the tabletop to float. The fe readjusted the pedals and verified that the locks were performing according to specs.